Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify for motor error alarm or display anomaly due to no button response. The motor was tested outside the device and passed the motor test. The insulin pump was received with a scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.